Event description:
It was reported the bottom display is missing several pixels, making it difficult to read the information. The battery door is also broken, and four knobs are missing. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; knobs and battery drawer missing and the display is missing columns. Analysis also found that the upper/lower cases, both bail covers and ring cover were broken. The battery contacts were compressed and the main printed circuit board was out of electrical specification. Both bails and battery drawer o-ring were missing.